Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system will not boot-up. No patient injury reported.